Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During the technical onsite visit the field service engineer (fse) noticed the someone put label on the arf gas bottle cover with the incorrect direction of the open and close position of the bottle. The fse informed the user of the correct position of open and close and checked the monitor cable from the monitor to the computer and reseated it. The fse was not able to duplicate any 20% error of the system. The system meets company specification. The root cause for the energy error could not be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported an energy error during refractive treatment. The treatment was completed by pressing the pedal and doing a few shots at a time. No patient harm occurred.